Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, pericarditis, elevated chromium and cobalt levels, and pseudotumor formation. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Report also noted that stem was removed to gain access to the asr cup and he noticed that the close pin on the stem was broke. He then had to retrieve the broken piece.